Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise observed with the right atrial (ra) lead, which could be replicated with patient's arm movement. The ra lead was suspected for fracture. The physician decided to continue to monitor the issue with continued follow-ups, and the lead remains in use. No patient complications have been reported as a result of this event.